Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (sicd) was suspected to be depleting prematurely. Device interrogation identified a remaining longevity of 16 percent. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service at this time and a replacement interval was communicated to the caller. No adverse patient effects were reported. Additional information was reported that this device subsequently displayed a battery depletion (bd) alert. A boston scientific technical services consultant stated that it is likely the device had not yet met the criteria to display the bd alert when the previous clinical observations were reported. However, this does not change the analysis done last month which is still 90 days. The consultant offered to perform another replacement interval, but the caller noted the patient has already been scheduled for device replacement next month. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (sicd) was suspected to be depleting prematurely. Device interrogation identified a remaining longevity of 16 percent. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service at this time and a replacement interval was communicated to the caller. No adverse patient effects were reported. Additional information was reported that this device subsequently displayed a battery depletion (bd) alert. A boston scientific technical services consultant stated that it is likely the device had not yet met the criteria to display the bd alert when the previous clinical observations were reported. However, this does not change the analysis done last month which is still 90 days. The consultant offered to perform another replacement interval, but the caller noted the patient has already been scheduled for device replacement next month. No adverse patient effects were reported. It was reported that this device was explanted and returned for product evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (sicd) was suspected to be depleting prematurely. Device interrogation identified a remaining longevity of 16 percent. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service at this time and a replacement interval was communicated to the caller. No adverse patient effects were reported.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (sicd) was suspected to be depleting prematurely. Device interrogation identified a remaining longevity of 16 percent. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service at this time and a replacement interval was communicated to the caller. No adverse patient effects were reported. Additional information was reported that this device subsequently displayed a battery depletion (bd) alert. A boston scientific technical services consultant stated that it is likely the device had not yet met the criteria to display the bd alert when the previous clinical observations were reported. However, this does not change the analysis done last month which is still 90 days. The consultant offered to perform another replacement interval, but the caller noted the patient has already been scheduled for device replacement next month. No adverse patient effects were reported. It was reported that this device was explanted and returned for product evaluation. No additional adverse patient effects were reported.